Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synergy states that when securing the chamfered titanium constraining ring, upon inspection to see if it was correctly seated, the surgeon was able to make it "spin" in place. Not knowing if this meant it wasn't correctly secure, the decision was taken to use another constrained liner and to remove the one in place.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.